Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported, right side late seroma and radial folds. Treatment: anti-inflammatories and analgesics. Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe. ¿ crease/folding of implant: observed creases on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Correction to g3 aware date of supplemental medwatch #1. Aware date should have been listed as 12/aug/2024.

Event description:
Healthcare professional reported right side late seroma, and radial folds. Treatment: anti-inflammatories and analgesics. Device has been explanted.

Event description:
Device has been explanted.